Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h12j02085 and h12j13041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information becomes available, a follow-up report will be submitted.

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The pd catheter was taken out, pd therapy was stopped, and the patient was switched to hemodialysis. The patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. The nurse was unable to provide any other information regarding source and etiology. Treatment was unknown. The pd catheter was taken out, as the infection was clearing (unable to provide any other specifics regarding pd catheter). The patient was still hospitalized and recovering from this peritonitis event.